Event description:
It was reported that during the diagnostics of a patient's device, it was indicated that there was high lead impedance. It was noted that three months prior, all diagnostics were within normal limits. Approximately two months prior to the recent visit, the patient has had fallen. The patient is expected to have revision surgery. The physician indicated that there wasn't any visualized anomaly when they reviewed the x-rays. The x-rays have not been provided to the manufacturer for review. Good faith attempts to obtain further information have been unsuccessful to date. It is unknown at this time if the fall may have contributed to the high impedance event.

Manufacturer narrative:
Conclusions: device malfunction is suspected but did cause or contribute to a death or serious injury.